Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power switch was stuck and remained depressed. The switch was verified to be a previous design.

Event description:
A user facility reported to olympus that the power button was found stuck inward. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The problem occurred on preparation for use. The intended procedure was diagnostic and was completed without delay using another device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 7 years since the device has been delivered. The cause of the power switch failure is likely to have been damage due to the durability of the switch. In addition, the investigation also confirmed a design change was implemented to increase the tolerance for damage to the power switch. Products included within this design change began shipment in november 2013. The subject device of this report was manufactured prior to the design change (see h4).